Manufacturer narrative:
Concomitant medical products: product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3708160, serial# (B)(4)implanted: (B)(6) 2009, product type: extension. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).

Event description:
The patient, implanted for post lumbar laminectomy syndrome and rsd, reported they had back surgery on (B)(6) 2015 and have another one on (B)(6) 2015. Before they first surgery they turned the device down to zero and then off but after the first surgery they were unable to access or connect to the program they needed. They also had a sudden loss of stimulation; it didn't feel as strong even when they turned it up. When they would lie down they could feel stimulation at 1.80v but when they would sit up they could not feel stimulation even when turned up to 4.0v. The patient was on so many drugs that they could not function. No interventions or outcome were provided however additional information has been requested and if received a follow-up report will be sent.